Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was making a constant tone. Customer's blood glucose was 180 mg/dl. Device had a blank display. Customer declined troubleshooting. Customer had contacted prior with the same issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with high stop current due to faulty mother board. The insulin pump passed the self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no unexpected constant tone/sound, audio/beep anomaly or blank display anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.